Manufacturer narrative:
Follow-up submitted to indicate evaluation was performed.

Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem and breaking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem and breaking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.